Manufacturer narrative:
(B)(4). Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify reset alarm and failed battery test due to blank display.

Event description:
Customer reported via phone call that insulin pump lost setting during battery change. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin pump rejected new batteries and reset basal setting. The insulin pump will not be returned for analysis.